Manufacturer narrative:
Date of death was not provided. It was approximated from the date of the stroke as (B)(6) 2017. Reference MFR report # 2916596-2017-01509 for the report of the previous stroke. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 2 years 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that at approximately 10:30 pm on (B)(6) 2017, the patient suddenly became weak and unsteady when standing to go to the kitchen. The patient¿s spouse and son helped the patient to a chair and noticed left sided paralysis and that the patient had trouble speaking. The patient was transported to the local emergency room and then was transferred to the implanting center. Earlier that morning the patient was at the clinic earlier that morning for a system controller software upgrade. The upgrade was performed without issue. Prior to the system controller software upgrade, the patients inr was in a therapeutic range. The patient left the clinic in good health. A CT scan was performed upon admission to the implanting center which revealed a large intracranial hemorrhage with midline shift. Neurology was consulted and the assessment concluded no chance of recovery. The decision was made to place the patient on comfort care until family arrived later that evening. Support was withdrawn and the patient expired. No further labs or testing were completed. No autopsy was to be performed. It was reported that prior to death, the patient was on IV antibiotic therapy for prior sepsis, had chronic renal disease with elevated creatinine, and experienced a prior hemorrhagic stroke in (B)(6) 2017. The prior sepsis was reportedly not related to the lvad driveline or pump pocket. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.